Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; black chemistry observed. Qc investigation on (B)(6) 2016 resulted in defect found and the event was determined to be reportable. The most likely root cause is black chemistry due to improper storage.

Event description:
Consumer complaint of e-3 error; test strip error. The e-3 error occurred immediately upon insertion of the test strip. During the call on (B)(6) 2016, the customer felt well and did not report any symptoms. Medical intervention was not reported at the time of the call as a result of the meter's readings. The customer attempted to run a blood test during the call on (B)(6) 2016, but the meter produced e-3 message immediately upon insertion of test strip. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 02/26/2019 and open vial date at time of call was about one week ago. An adverse event related to this issue was not reported.